Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Investigation revealed that there was no system malfunction. Engineering evaluation revealed that there was no system malfunction. Our investigation of the case los found that the root cause was user technique. The user did not activate a surveillance marker, meaning that movement of the dynamic reference base (drb) could not be detected. Drb movement will lead to navigation integrity issues. Additionally, for both the l4-r and l5-r trajectories the user received the following warning: "excessive force has been detected on the end effector. Reduce load on the instrument to prevent deflection". Excessive skive forces can lead to the misplacement of a screw. The user manual instructs the user to perform periodic landmark checks and re-image the patient if necessary to ensure navigation integrity. The remainder of the case was completed successfully using traditional means and there was no adverse impact to the patient. The cause of the reported issue was traced to user technique.

Event description:
L4-l5 plif with pedicle screws. The surgeon keeps a c-arm in the field at all times to confirm every robotic navigational movement. (He also does not use a surveillance marker in his cases.) From my observation, we were able to collect fluoroscopy images of l4 and l5 with no tracking errors or movement on the shots. Post-merge, with scores of 6 and 6, we confirmed on screen that there was no tracking error and the merge seemed to be very good. The surgeon was already frustrated due to difficulty obtaining images quickly. This was due to the patient's high bmi, and the extra time needed for boosted fluoro shots in order to visualize anatomy properly. When creating his mis incisions, he also did not use the egps stab incision tool to do so. He opted for a more freehand approach of cautery and a skin knife. He also implemented holding the patient's breath during all use of instruments. He proceeded with drilling, confirming on fluoro as he went. He got more irritated, because he felt that we were coming through inferiorly in the pedicle. He seemed to be having issues with patient tissue getting in the way as he inserted instruments. He was confirming his "low" trajectory with the c-arm. Chris and I suggested that perhaps we needed to "wag" the c-arm to get a more true lateral shot. He refused to do so. Once the screw had been placed, he used neuromonitoring to test his screw and became very angry when a score of 7 came back. From everything that chris and I observed, there was no visible sign of any problem with the navigation or merge. I would be curious to know if there was any tissue interference with the neuromonitoring reading, and if a true lateral would have shown anything different. Even with a screw that ended up slightly low in the pedicle, there was nothing on screen to suggest that there was a breach, as it was still clearly in the pedicle. After the reading of 7, he was visibly angry and dropped his cautery on the field and moved to the next screw. He made his incision, again without the stab incision instrument, and was violently shaking the drill in the end effector and visibly shaking the patient as he put the drill through the tube of the end effector. Then, he took a fluoro shot and was clearly not lined up with the pedicle. One would have to assume that with all of the violent deflection forces applied, that is why the trajectory he ended up on was not correct. As soon as it was confirmed on fluoro, he demanded the robot be removed from the field and that the revolve sets were brought out. One note: I kept a close eye on the drb, and despite having one drb shift error appear on screen, no one bumped it during the case. (I believe it was a false alarm due to line of sight being blocked during arm movement) with no surveillance marker, we will be unable to confirm this. The surgeon repeatedly expressed his displeasure with still running software version r6, and that they have been waiting on the upgrade for some time.